Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy skin irritation under the electrodes from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to use cortisone cream on the skin irritation. The patient chose to return the lifevest and confirmed the skin irritation improved.